Event description:
It was reported to philips that the applications did not start up on the flexvision pc. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) connected with the customer and confirmed that the system's flexviewing pc was not starting up. A philips field service engineer (fse) inspected the system on site and replaced the flexviewing pc. After replacement, the system was returned to use in good working order. The flexviewing pc was returned for further analysis, which identified a malfunction that the hard disk (hdd) bay was malfunctioning. The reported issue is related to medical devic correction z-1152-2024. The correction has been implemented on the system in february 2025.